Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the nurse call would not go off until the alarm reset was activated. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed called in to request the option codes after replacing the central processing unit (cpu). The rse provided the biomed with the option codes for the v60, cpu, auto trak, avaps, c-flex, and ramp. The biomed then reported to the rse later on that the option code restorations were successful. The customer applied the restoration codes after replacing the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.